Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. During troubleshooting the electrode belt failed a hipot test. The cause for the hipot test failure was isolated to the distribution node pca. The front pulse wire insulation was damaged, intermittently shorting with the distribution node pca. The root cause for the damaged wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
While investigating electrode belt (B)(4) for an unrelated issue, a reportable problem was discovered. The electrode belt failed a hipot test.